Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2025, the physician reported that during a justright stapler procedure the staple line did not fully deploy after clamping the tissue and firing the staple line. Physician reported that about half of the staple line had deployed and a couple of the staples had not formed. Physician used a second line and observed the same behavior. On a call with a hologic representative it was reported that the tissue looked swollen, the procedure was completed with another modality. No patient injury was reported and no further medical intervention was required. The part that was being treated was the proximal esophagus (zenker´s interparty wall) and included the cricopharyngeus. No other information available.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted; the reload was in good shape with no evidence of damage. Meanwhile, the stapler has evidence of being activated out of sequence since the safety lock (green) was broken, and the staple deployment and cut lever (blue) was deformed. Functional test was performed: initially the reload was inserted into the returned stapler, the investigator pushed the safety lock¨down to be able to activate the mechanism. The stapler fired but 3 out of the distal staples were not properly attached to the tissue (underformed) and the knife could only cut until the middle of the cutting line. Next the returned reload was inserted into a new stapler, in this test the investigator was able to use the device as intended and all staples were properly attached to the tissue and the knife cut the entire cutting line. Therefore, the issue reported by the customer was replicated by using the returned reported stapler and reload, the safety lock (green) was damaged, and when the reload was used with a new stapler, it worked as intended. This observation will be monitored and trended.